Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator and subsequently, treated with antibiotics on (B)(6) 2024 (specific duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction d6b: the correct date of explantation is (B)(6) 2026; not (B)(6) 2026, as previously reported.

Event description:
Per the clinic, the patient also experienced skin breakdown at incision site over transducer (specific date not reported). The device was subsequently explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device at contralateral ear during the same surgery.